Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2018. (B)(6) bacteremia was identified on blood cultures. Echocardiogram identified lead vegetation. The device and leads were explanted due to infection. There were no patient adverse effects.